Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported by the operating room materials manager, that when the device was used during an appendectomy procedure, it fired and jammed. The device would not open. They pulled a second one and it would not open. A third device was pulled and it worked with several reloads. There was no reported pt consequences.